Event description:
During service by baxter, the device failed accuracy test on channel b. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.